Event description:
A device report from (B)(4), indicated a hospital in (B)(6) reported: surgeon could not remove the olecranon osteotomy nail. A conical extraction screw was used and the nail could not be removed. Implant date unk, implant was not removed. No further info is available.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.